Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 19825108. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18281167/17831201.

Event description:
It was reported that the patient underwent a replacement procedure due to an unknown reason. The explanted devices will not be returned per hospital policy and patient was doing well postoperatively.